Event description:
It was reported that during an unknown procedure, the 12mm port started to hiss. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hiss. If so, did the noise prevent insufflation? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unknown - but usually 15. Were you able to identify where the leak was coming from? Top seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes, reusable grasper and harmonic ace. Was any torque being applied to the trocar or device? No more than normal.